Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. A review of an image provided by the customer shows what looks to be a broken curved blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure the harmonic ace instrument broke into two pieces. A fragment fell inside the patient while the surgeon was sealing a vessel. The fragment was successfully retrieved during the same surgical procedure which was completed robotically using a backup harmonic ace instrument. No additional surgical procedure, such as laparoscopy or open surgery, was required for fragment removal, and no post-operative imaging tests like x-ray or ultrasound were performed to check for remaining fragments. There was no injury to the patient, and the patient has not returned to the hospital for any post-surgical complications.